Manufacturer narrative:
This report is associated with argus (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Burn in mouth. Case description: this case was reported by a consumer via call center representative and described the occurrence of burn oral cavity in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burn oral cavity (serious criteria gsk medically significant). Polident denture adhesive cream was withdrawn. On an unknown date, the outcome of the burn oral cavity was unknown. The reporter considered the burn oral cavity to be related to polident denture adhesive cream. Additional information: the patient had used "polident fixe en 3d" (i.e. Polident fix in 3d, coded polident denture adhesive cream) and had burns in mouth and the product became unbearable. Her dentist gave her a sample of "polident soin et tolerance hypoallergenic" (i.e. Polident care and tolerance hypoallergenic) which she liked. She thought the same for "polident protection gencives".

Manufacturer narrative:
3003721894-2017-00098 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us. Qa investigation: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. For regulatory reporting purposes a qa investigation was conducted even though a product complaint event was not reported. (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of burn oral cavity in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burn oral cavity (serious criteria gsk medically significant). Polident denture adhesive cream was withdrawn. On an unknown date, the outcome of the burn oral cavity was unknown. The reporter considered the burn oral cavity to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient had used "polident fixe en 3d" (i.e. Polident fix in 3d, coded polident denture adhesive cream) and had burns in mouth and the product became unbearable. Her dentist gave her a sample of "polident soin et tolerance hypoallergenic" (i.e. Polident care and tolerance hypoallergenic) which she liked. She thought the same for "polident protection gencives". Final qa results received on 29 november 2017: this complaint was deemed unsubstantiated. The suspect product was updated to double salt dental adhesive cream (polident original maximum hold) cream.